Manufacturer narrative:
The hill-rom technician found a worn detection switch. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2011, 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the detection switch to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report a hill-rom technician stating the brake not set alarm is not audible. The bed was located at the account. There was no patient/user injury reported.